Event description:
During a drain removal procedure, instead of unlocking the maclock, the drain was cut and the wire remained inside the patient's body. The user was informed on the correct way to remove the drain. Additional information in regards to the patient outcome has been requested, however it was not provided at the time of this report.

Manufacturer narrative:
(B)(4). The complaint device will not be returned for investigation. This complaint is the only complaint logged against the listed lot number, 5886955. There was no production nonconformance reported in production of the complaint lot. The device is shipped with IFU, which lists the appropriate warnings, precautions and instructions for use. For releasing the mac-loc locking loop mechanism, the IFU states: "while stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approx. The shape and size of a ballpoint pen or small forceps) into the mac-loc release notch. Pry upward until the locking cam lever is free". It is likely to suggest that the root cause of this event is that in removing the catheter, the IFU was not followed in how the locking loop was released. A portion of the suture remains in the patient pending a surgical procedure to remove it. We have notified the appropriate internal personnel and will continue to monitor for similar events.